Event description:
It was reported that during a arthroscopy surgery, the serfas probe broke. This occurred three times. The surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is complete.